Event description:
On (B)(6) 2026, it was reported that during a dialysis catheter placement procedure, the catheter was allegedly advanced approximately halfway when the front bend of the catheter broke and the guidewire cannot be advanced. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one jtip guidewire was received for evaluation and four photos were provided for review visual and microscopic evaluations were performed two kinks were noted throughout the guidewire the distal portion of the guidewire was noted to be stretched as uncoiling was observed a bent was noted on the distal portion of the guidewire the jtip on the distal end appeared to be bent the flat core wire was noted to within the uncoiledstretch portion of the guidewire the termination appeared to be a welded round ball the flat core wire was inadvertently removed from within for further observation the investigation is confirmed for the reported fracture identified material separation deformation and stretched issues the investigation is inconclusive for the reported failure to advance as the exact circumstances at the time of the event are unknown based on the measurements recorded during sample evaluation and applicable drawings no measurements recorded could be confirmed to be out of tolerance, the definitive root cause could not be determined based upon available information labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI)), g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure by using hemostar. It was reported that during procedure, the catheter was allegedly advanced approximately halfway when the front bend of the guidewire broke cannot be advanced. There was no reported patient injury.